Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial (ra) lead was explanted and replaced with a competitive ra lead for an unreported indication. Further information was requested but not received.

Event description:
New information notes that the physician decided to extract the atrial lead as it was no longer needed as the patient was in 100% atrial fibrillation. Competitor left ventricular lead and his pacing lead were placed for the patient's cardiac resynchronyzation therapy (crt) device. Patient was stable.